Manufacturer narrative:
Our field service engineer (fse) investigated the machine on site. Several parts such as gas modules, water trap, sampling line, patient cassette, valve of the vaporizer and different printed circuit boards have been changed during the troubleshooting, but the issue remained. The leakage could not be located to a specific part. The provided logs confirm the reported system checkout failures. There is no additional information available regarding this case, only that a service was not performed. A device history record with the serial number of the reported device was performed and no further complaints could be found prior or after this reported event. Given this, we have not been able to identify any root cause.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the anesthesia system failed in several sub tests during the system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).